Manufacturer narrative:
Initial reporter phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog red biological tissue observed in the device.. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Physician reported unknown adverse event. Subsequently, physician reported capsular contracture - baker grade iii-IV. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported unknown adverse event. Subsequently, physician reported capsular contracture - baker grade iii-IV. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: observed tissue around the device but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.